Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recp1673 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that a hole was noted in the catheter when preparing the sterile field and flushing catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l poly per-q-cath catheter. The sample was untrimmed and appeared free of usage residues. The catheter was received with an inlaid stylet with t-lock assembly. A split was observed in the t-lock assembly extension tubing. Microscopic inspection of the split revealed irregular edges. The split edges exhibited irregular and striated fracture surfaces. The split was v-shaped and impressions were observed leading into the split site. The fracture features were consistent with damage caused by contact between the extension tubing and a traumatic instrument. The split shape and impressions was suggestive of the tubing being pinched by a grasping instrument. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) of recp1673 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a hole was noted in the catheter when preparing the sterile field and flushing catheter.